Event description:
The pump was implanted past its expiration date. It was later reported that the patient expired on 2011 (B)(6) due to pre-existing metastatic ovarian cancer. The pump was delivering dilaudid, bupivacaine, clonidine, and compounded baclofen.

Manufacturer narrative:
Catheter: model 8709, serial # (B)(4), implant date: 20111 (B)(6), explant date: na. Ptm (personal therapy manager): model 8835, serial # (B)(4).